Manufacturer narrative:
(B)(4). No product replacement required, as customer stated satisfaction with her current product.

Event description:
Consumer reported complaint for high blood glucose test results. The expected blood glucose test result range is 120 mg/dl. The customer reported symptoms of headache and weakness. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The customer is currently taking insulin to manage diabetes. Blood test performed by customer on (B)(6) 2015 produced test results of around 400 mg/dl. Blood test performed with customer's husband produced result of 170 mg/dl. The product is stored by customer not confirmed. The test strip lot manufacturer's expiration date is not confirmed and open vial date is not confirmed. The meter memory not recalled.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference. Upon following up with the customer on (B)(6) 2015, the user stated she contacted her physician and was instructed on how to lower her blood glucose level to a more acceptable level of 120 mg/dl, as she was reading >600 mg/dl at time of call. Customer stated she is satisfied and comfortable with the glucose readings from her trueresult meter.

Event description:
Consumer reported complaint for high blood glucose test results. The expected blood glucose test result range is 120 mg/dl. The customer reported symptoms of headache and weakness. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The customer is currently taking insulin to manage diabetes. Blood test performed by customer on (B)(6) 2015 produced test results of around 400 mg/dl. Blood test performed with customer's husband produced result of 170 mg/dl. The product is stored by customer not confirmed. The test strip lot manufacturer's expiration date is not confirmed and open vial date is not confirmed. The meter memory not recalled.